Manufacturer narrative:
On june 21, 2021, it was reported to mentor that the patient age at time of event was 65 years old. The patient¿s race was caucasian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/13/2021, the product was returned to mentor for evaluation. On 7/27/2021, mentor conducted a visual inspection and leak testing of the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Visual analysis of the returned sample revealed that the gel mod-rnd 325c breast implant was found to have some bubbles within the gel, measuring approximately 1.5 cm x 2.0 cm. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On 07/20/2021, updates to the file were performed since the customer clarified that the products received are the correct products for this event and patient, therefore for right side, the lot number has been updated from "5575986" to "5609766", for right side removed side from "right" to "no information" since it is unknown which device lot number belongs to right side, for left side removed side from "left" to "no information" since it is unknown which device lot number belongs to left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 325cc and suffered from a chest injury and rupture bilaterally. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 300cc on (B)(6) 2021. This medwatch is for the right side.